Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received radio frequency pic failed self-test alarm. The customer's blood glucose level at the time of incident was 262mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during the self test and had a lost sensor alarm due to a faulty component on the radio frequency circuit board. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery alarm test, occlusion test, and reset error alarm test. The insulin pump was received with a cracked reservoir tube lip.